Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented in-clinic for a follow-up, post-paced t-wave oversensing on the ventricular channel was observed on a stored egm. Oversensing on the discrimination channel was also noted. Programming changes were made and no further noise episodes were observed. The device remains implanted. The patient will continue to be monitored.